Event description:
Pt underwent a lumbar disc surgery in which adcon was administered. The surgery was reported to be a "complex" procedure. At a later date, the pt presented with pain. During re-exploration, multiple dural lesions were observed 1 & 1/2 levels cranial from the application site. No additional info was available.